Event description:
Reporter indicated that the patient was experiencing an increase in seizures. The patient experienced three seizures during a 7-day period. The patient could not recall if this amount was above or below pre-implant levels and the patient's physician has not been monitoring the patient's seizure count. Diagnostics were performed and all results were within normal limits; however, specific results were not provided. The patient has been having trouble sleeping and is getting less than 2 hours of sleep a night. The physician feels that this may be contributing to the increase in seizures. No device parameters were changed and there was no indication that any interventions will be taken to address this event.